Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to go into MRI mode due to impedance issues. Unspecified imaging revealed the patient's lead had migrated. In turn the patient underwent surgical intervention. During the procedure, the patient's lead was repositioned but impedance issues remained. As a result, the doctor explanted and replaced the patient's lead. Resolution was achieved following the procedure.